Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the luer breaking as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product h3 other text : see section h.10.

Event description:
It was reported that the "gray part" of the bd vacutainer® safety-lok¿ blood collection set that connected to the vacutainer holder broke off during use, and a new test had to be repeated on the patient. The following information was provided by the initial reporter: "member of staff was using a blue vacutainer butterfly needle to collect a blood sample from a patient. During the procedure part of the equipment broke off. This part of the equipment is not suppose to come apart. The equipment failure resulted in the patient having to have the test repeated from a new area. The gray part of the butterfly needle that connects to the vacutainer bottle holder and part of the clear part that has the thread for the vacutainer bottle holder to screw onto broke off, leaving a small part of the clear area connected to the white part and the tubing. This happened as it was in the vein and resulted in the patient bleeding. The test needed to be repeated in a new area."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the "gray part" of the bd vacutainer® safety-lok¿ blood collection set that connected to the vacutainer holder broke off during use, and a new test had to be repeated on the patient. The following information was provided by the initial reporter: "member of staff was using a blue vacutainer butterfly needle to collect a blood sample from a patient. During the procedure part of the equipment broke off. This part of the equipment is not suppose to come apart. The equipment failure resulted in the patient having to have the test repeated from a new area. The gray part of the butterfly needle that connects to the vacutainer bottle holder and part of the clear part that has the thread for the vacutainer bottle holder to screw onto broke off, leaving a small part of the clear area connected to the white part and the tubing. This happened as it was in the vein and resulted in the patient bleeding. The test needed to be repeated in a new area."